Event description:
This 57 year old female had bilateral breast implants placed in 1984. The manufacturer of these implants is unknown to this reporting facility. Since implantation, patient has noted multiple symptoms, including fatigue, inability to sleep, nausea, dizziness, forgetfulness and breast pain. She underwent a mammogram ultrasound and MRI with inconclusive evidence of ruptured implants. The implants were removed on 6/21/92. Gross exam showed no evidence of leakage in either implant. The left implant appears to have a smallamount of watery dark brown fluid within the implant. Exam of the capsules reveals chronic inflammatory changes with fibrosis and foreign body reactioninvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.